Manufacturer narrative:
The events of lymphadenopathy and lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl suspected.

Event description:
Patient reported left side symptoms of "axillary ganglion swelled," "felt a little ball," pain, and inflammation presenting about 9.5 years following implant. Patient was given an unknown treatment for a month but pain increased. Antibiotics were then given to address a speculated infection deemed as a "tissue infection" approximately 3 months later. Patient spent a week in the hospital, resulting in a updated diagnosis of "stage IV of anaplastic lymphoma,¿ occurring 10 years following implant. Treatment included "8 chemotherapies, 3 maintenance chemotherapies and 20 radiotherapies." Patient currently needs an "autologous bone marrow transplant." The histopathological markers were not reported. The status of the device is unknown. The current state of the patient's symptoms are unknown.